Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a raw skin irritation that was caused by the chemotherapy and radiation the patient was undergoing for cancer treatment. The patient's physician recommended wearing the lifevest whenever it is possible with the irritations from the cancer treatment. The physician also recommended applying lotion to the irritation. Follow-up indicated that the skin irritation was improving.